Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed, and visual inspection identified no issue was found that was related to the report issue. The monitor was installed onto a golden system (is 4000) where the failure was triggered no image at left eye indicating fault on the monitor, replicating the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The hrsv monitor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced left high resolution stereo viewer (hrsv) monitor on surgeon side console (ssc). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to component failure of left hrsv monitor. .

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye vision was out at the surgeon side console (ssc). The customer swapped and reseated the endoscope as well as power cycled the system. The system was power cycled again. The vision side cart (vsc) and the surgeon side console (ssc) were both hard power cycled. The image remained missing. The caller advised that the surgeon would complete the procedure laparoscopically. There were no reports of patient injury.